Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced exposure, discharge, inflammation, prolapse, urgency urinary incontinence, urinary frequency, urinary incontinence, uti and a revision of the mesh exposure.